Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced three infusion set's tubing detachment events from (B)(6) 2025. The detachment was from hub. Infusion set was in use 1 day. Patient had high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.